Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units, and the insulin gauge displayed an initial fill estimate of over 100 units (+100). There was no reported impact to the customer's blood glucose level. Reportedly, residual air was not being removed from the cartridge.